Event description:
It was reported that upon setup prior to patient treatment for the convective radiofrequency water vapor thermal therapy procedure, the device would not prime. The device was unplugged, replugged back in and the issue would not clear. The patient was not treated, but had been given nitrous for sedation and there was no clinical consequences to the patient.